Event description:
The following has been reported: "primary administration set 0013. Unable to back prime or infuse through the secondary port. Attempted to back prime into secondary set connected to a 50ml bag and a 10 and 20ml syringe without success. No harm to patient, but caused a delay in the start of patient's medication." Delayed starting therapy but did not delay an active infusion. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Syringe attached to I-site on secondary port was able to pass fluid appropriately. Syringe attached to y-site on secondary port was able to pass fluid appropriately. Evaluation steps performed: 1. Visual inspection. 2. Installed the kit on ivenix infusion system machine and ran the priming process. 3. Underwater leak test. During the visual inspection it was observed that the assemblies of the kit were according to the drawing. The sample completed the primary bolus prime and secondary prime processes successfully. The unit back prime on secondary port was performed and no issues were detected. No leaks were found during the underwater leak test. No manufacturing defects were found in the sample received. The customer complaint is not confirmed. Root cause: disposable failures were not identified that would have created the reported defect during the sample evaluation. Probable root cause could be related to the customer used a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, in the event that occlusions are observed, the user is instructed to back prime to loosen the plunger. If that does not resolve the upstream occlusion: 1. Remove the syringe from the administration set. 2. Manually exercise the plunger to free up the resistance. 3. Reconnect the syringe. 4. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually.